Manufacturer narrative:
Patient information is not available for reporting. It is unknown when device was malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of the rod pusher for reaming rod broke. It is unknown when and where the issue was identified. It is unknown if there was a procedure or patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records (DHR) review: part number: 03.010.093; synthes lot number: t932280; release to warehouse date: december 10, 2008; manufacture site: tuttlingen; part expiration date: n/a; list of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The review of raw material certificate could not be carried out, because it is not available. No nonconformance records (ncrs) were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Investigation summary: background: it was reported that the tip of the rod pusher for reaming rod broke. It is unknown when and where the issue was identified. It is unknown if there was a procedure or patient involvement. Investigation flow: broken. Visual inspection: visual inspection of the returned rod pusher performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The distal tip of the rod has sheared off and was not returned. It was also observed that the rod has a large bow (bend) on it (post manufacture damage). DHR review: the returned device was manufactured in december 2008. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The review of raw material certificate could not be carried out, because it is not available. No ncrs were generated during the production of this device. Document/specification review: the relevant design drawings were reviewed during this investigation. The 03.010.093 reaming rod push rod is a reusable instrument routinely used in several intramedullary nailing systems to help retain the reaming rod during reamer extraction. No product design issues or discrepancies were observed. Dimensional inspection: the diameter of the returned rod near breakage measured ø2.96mm at cq (calipers ca592) which is within specification of ø3.0mm +/-0.05mm per 3.0mm rod component design drawing. Material analysis: the design specified the rod component to be manufactured from 316l extra hard stainless steel. The review of raw material certificate from the time of manufacture (december 2008) could not be carried out, because it is not available due to age of the device. There is no indication that material properties contributed to the returned 9+ year old rod breaking, therefore further material analysis was not performed at cq. Conclusion: a definitive root cause could for the returned 9+ year old rod breaking could not be determined based on the provided information. Based on the large bow (bend) of the returned rod, the most likely cause is excessive force or rough handling leading to the rod bending and ultimately breaking at the tip. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the issue was discovered at reprocessing. There was no patient involvement reported.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Additional information there was no known reported patient involvement associated with the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.